Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers had failed and could not be recovered. Full height drawer 5 had failed, and its pockets were not detected on the bus. The field service engineer (fse) ran diagnostics and tested the drawer and all associated pockets. The drawer slides were adjusted, after which the drawer was retested and confirmed to be operating correctly. The system functioned as intended after the field service engineer repaired the device.